Event description:
I had silicone implants put in on (B)(6) 2004 and not one year later, my body went haywire starting with cysts growing in my ovaries which later led my drs finding endometriosis ae at the pump age of (B)(6), I had a full hysterectomy. Then I had issues with my endocrine system. Aids auto immune disease called addison disease, where I was in the ICU because my body stopped making insulin. Then two months later gone and on to tons of emotional issues coming up, I started to stay in the house like all the time now; so it's 16 years and I've never worked a job or anything. I am left handed and the symptoms I'm having are leaving me disabled. I can't wear a bra and my arm goes numb, I have pain in my nipple into my armpit with the second mass. The pain is so bad that I can't wear a bra. I can't "smush" my breasts at all or move them up especially my left one I have blood leaking from the nipple that smells horrible. I have lesions all over my skin that never heal, not to mention almost all my hair is falling out. No one will help me, how would you feel being told it's not my chest. I would rather die then continue this painful journey my insurance in one month paid over $(B)(6), I could have had my implants out years ago, but kept putting me through tons of tests and specialists and MRI and etc so much each month. I can't do this I don't deserve to live this way, I have no life, this is a cruel punishment for me all because their products are defective and insurance won't pay, and drs won't even try to submit a claim to (B)(6). I'm now (B)(6) I had dreams but those are gone due to my implants. I have high levels of yeast in my bold and mold, I'm peeling blood, the lesion alone. I can't have sex because now my immune system is saying I have lupus and other stuff. I feel like I'm dying, I'm watching myself dying without any backing from any dr with empathy or my insurance company. Who deserves to life this way? It's inhuman to live this way, it's down cruel that my own insurance won't help and does not care that the MFR of these implants are not helping. I'm on disability because of this, how do I afford surgery, my life means nothing. But yet I was part of a study. Multiple surgeries. FDA safety report ID# (B)(4).